Manufacturer narrative:
The user facility submitted medwatch (B)(4) and (B)(4) for this event.

Event description:
It was reported that the unspecified quantity of clearlink system y-type blood/solution sets had a drip chamber that appeared to be scuffed; "some chambers looked almost cracked" with one specifically noted to appear "to have cracks in the chamber". This was observed before patient connection, after opening the packaging. A different tubing was used to continue preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: five (5) actual samples were received for evaluation. Visual inspection was performed using the naked eye which observed scratches on the filters and tip protectors. The reported condition was verified. The cause of the condition was due to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.